Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 26.55, the rate was 2.3, and 79.45 was given. There was a green flow stop on the cassette. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.